Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 11:00 pm with blood glucose of 699 mg/dl. Customer¿s current blood glucose is 195 mg/dl. Customer reports they have contacted their healthcare professional regarding the high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was performed displacement test and it was passed. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.